Event description:
An unspecified malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. The pump, which was out of warranty, will not be returned, and no further actions were taken due to the lack of additional information.